Event description:
Information was received indicating that a smiths medical cassette was causing a pump to issue a "no disposable, clamp tubing" alarm. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the sample was tested to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed and no alarms were activated. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.